Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
288022 fms tornado* handpiece-elsg. Description of fault: check unit, if necessary repair. Repair of unit. Description of failure: generator shuts down as soon as the handpiece is brought. Into service / is activated. Device error message: no other information available. Indication: when was the problem discovered?: pre-operatively. Surgical delay?: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Mechanical upgrade performed motor defective: replaced. Defective motor cable replaced. Drill mounting mechanism defective: repaired. Defective material exchanged. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Hipot test completed. Electrical safety test according to (B)(4) completed. Safety test checklist enclosed. Unit safety test ((B)(4)) performed according to manufacturer's final test procedure with reference accessories. Unit modified according to guideline of manufacturer. The device has been repaired. Possible root cause for the failures found during service could not be determined. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).